Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (sd card fault) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 104. The cause for the service code 104 was isolated to contamination on the pins of pca jumper j101. Root cause investigation of similar failures determined that flux contamination on j101 caused the service code. Further root cause investigation being documented under car-1495. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.